Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due some irritation around the pocket towards the side of the armpit area. Furthermore, it was not eroding but the skin appeared irritated. The patient was put on oral antibiotics as a precaution. There were no additional adverse patient effects reported. The rv lead was repositioned more to the middle part of the body. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead had some irritation around the pocket in the lateral axillary area. Furthermore, it was not eroding but the skin appeared irritated. The patient was put on oral antibiotics as a precaution. Additional information received from the field representative indicates that the area was red and irritated and did not noticed any thinning or erosion. There were no additional adverse patient effects reported. The rv lead remains in service. Pertinent information received from ai and per form, stating that the system was explanted due to pocket erosion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery and the additional intervention performed by the use on intravenous antibiotics. This supplemental report is being filed to update the d6b: explant date and h6: impact codes.